Event description:
Upon attempting to implant a synergy stent into mid-rca lesion, the stent would not pass the lesion and upon removing the stent undeployed, the stent came off the delivery balloon in the proximal rca.